Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 6944 implantable tachy lead, implanted: (B)(6) 2009; 4194 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It wa s suspected that the ICD had premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 80% of expected longevity. Without the history of theprogrammed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The time or elective replacement indicator (eri) was (B)(6) 21012. The device recommended replacement time (rrt) was less than or equal to 2.62 volts. The weekly battery voltage trend data shoes a minimum battery of 2.64 to 2.62 volts between (B)(6) 2012. There an alert for low battery voltage on (B)(6) 2012.